Event description:
Healthcare professional called to report a left side implant exchange due to the patient's concern with the product and left side rupture. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29apr2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening assessed as fold flaw opening. ¿ anxiety-product/procedure-breast: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional called to report a left side implant exchange due to the patient's concern with the product and left side rupture. Device was explanted.

Event description:
Healthcare professional called to report a left side implant exchange due to the patient's concern with the product and left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional called, to report a left side implant exchange, due to the patient's concern with the product. And left side rupture. Device was explanted.